Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device merged data calls through the day shift into a single event in corsium. No impact to patient, procedure completed without delay.